Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that fluid air exchanged (fax) feature did not work during a cataract surgery. Air did not flow into the eye as suction was on. As a result, soft eye occurred because liquid was sucked out from the eye but no air was pushed in at the same time. According to nurse, eye ball became a bit soft for a short moment but it dd not cause harm to the patient. But a 5 minute delay occurred. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: fluid-air exchange (fax) is a technique and step in vitreoretinal surgery and is primarily performed to introduce an intraocular air bubble which assists the surgeon in reattaching, flattening and/or repositioning torn or detached retinal tissue. This method provides air, has a much higher flotation force, and therefore has a more tamponade effect on retinal tissue than balanced salt solution (bss). There is no evidence that the design or performance of the system contributed to the event reported. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system met specifications at the time of release. The root cause cannot be determined conclusively.